Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Enduser alleges that sam350p unit has red flashing status indicator light. When pad pak was reinstalled unit's status indicator light reverted back to flashing green. Non fsca unit. There was no patient involved.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6)2017 . Upon receipt of the device, the red status indicator was observed flashing, as per the reported fault. This was attributed to moisture on the pcba, which was observed on multiple circuits including the led drive circuitry. Furthermore, during the investigation the device would not advise a shock when issued with a shockable rhythm, due to moisture observed on the ECG/impedance circuitry. The faults could not be replicated after drying the moisture from the pcba. This would confirm the observed failures were due to moisture on the pcba. Advise user the recommended storage conditions as detailed within the user manual are within a clean, dry environment at a temperature between 0 to 50°c and 5 to 95% relative humidity (non-condensing). It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped.

Event description:
Enduser alleges that sam350p unit has red flashing status indicator light. When pad pak was reinstalled unit's status indicator light reverted back to flashing green. Non fsca unit. There was no patient involved.